Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/29/2019.

Event description:
The customer reported that the device powers on by itself. There was no patient or user harm reported.

Manufacturer narrative:
Date rec'd by MFR: 03dec2019. Attempts were made to contact the customer and obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event